Event description:
It was reported that the device exhibited "remove attached cassette, and bubble in downstream occlusion (dso) seal alarm." There was unknown patient involvement, and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced in the last 12 months. Functional testing was performed, and the reported issue was duplicated. The root cause of the issue was a faulty mainboard. The mainboard and downstream occlusion (dso) sensor were replaced to fix the issue. The device then passed all functional and accuracy tests.